Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. On investigation the battery compartment was found to be cracked and failed a leak test. Moisture/corrosion was evident in the battery compartment and the pump interior. In addition, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test screen, and the test screen functioned properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.